Event description:
It was reported that there was event with a "needle holder". According to the information received sterilisation plant contacted the department because it was due to the lack of the knurled party posted inside one of the 2 branches of the needleholder. During the operation the use of the instrument was free of any problems. At the end of the operation a check x ray has seen carried out that has not highlighted the presence of any foreign body. Further information is not available.

Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 22-0074 corrective action 6. The event is filed under internal karl storz complaint ID (B)(4). On the returned needle holder one of the carbide inserts of the jaw was found to be missing. The missing insert was returned. The edge of the jaw shows a large dent, which suspects force impact. The surface of the jaw shows dispension of solder. Furthermore the surface is showing corrosion, which suspects that the bonding between the insert and the jaw was already damaged/loosened some time ago which enabled solvents to ingress. The returned insert shows scratches and damages on the tip. Due to the damages visible on the returned device the root cause most likely is a high force impact which damaged the bonding between the jaw and the insert and led to the complete losing of the insert.